Event description:
It was reported that during implant, the stylet became stuck in the lead and would not come out until the physician used extra force to remove. A different stylet type was used, but would not advance all the way into the lead. Right ventricular (rv) lead was notused and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor was obstruceted with blood. The distal electrode was covered with blood. The lead conductor was covered in blood (not obstructed). It was visually noted that the lead was damaged at implant. (B)(4).